Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
Edwards received information that a 21mm valve was disabled after an implant duration of twelve years and three months due to calcific aortic stenosis. Mean gradient pre-deployment was 71 mmhg. A 23mm valve was implanted using the valve in valve procedure. Echocardiography revealed minimal central ai with trace paravalvular leak post deployment and a mean gradient of 9 mmhg. The patient left the operating room to go to the ICU in stable condition, having tolerated the procedure well. The patient was discharged home to an assisted living facility on pod #2 in good condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) could not be reviewed as a serial number was not provided. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm valve was failing due to stenosis. No additional information was provided.